Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: during investigation, there was moisture observed under the display lens. A leak test failed due to a battery compartment leak. They keypad was found to be undamaged and all the buttons were unresponsive to user presses. The keypad was opened and there was no contamination found under the contacts. The pump was opened and there was moisture damage found on the printed circuit board assembly and the keypad flex connect.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The customer alleged that the up, down and ok buttons were under responsive to user presses. The customer also stated that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.